Event description:
User reports discrepant glucose results while performing a study. No patient samples involved in this event. Two examples provided. Sample 1, initial result 526 mg/dl, repeat result 743 mg/dl . Sample 2, initial result 515 mg/dl, repeat 774 mg/dl. Field service representative determined the cause to be reagent lines crossed and corrected the lines. Performance tests were performed which were within specification.